Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported ¿deflation¿. Healthcare professional then called and confirmed event. This record is for the right side. Device remains implanted.

Event description:
Patient reported ¿deflation¿. Healthcare professional then called and confirmed event. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as cracked valve seat diaphragm valve and delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6

Event description:
Device has been explanted.